Event description:
Customer reported experiencing inaccurate erratic results with a ot basic meter. Patient's blood glucose results were 66, 159, 160, 150 mg/dl. Tests were done within 10 minutes with a difference of 34%. Patient did not experience any adverse events. No further information has been reported.